Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had unresponsive buttons. It was reported that the pump would be replaced and returned for analysis. The customer's blood glucose level was reported to be 159mg/dl. No further information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. The pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches on the reservoir tube window and lcd window.